Manufacturer narrative:
Concomitant medical devices: 4968-25 lead implanted: (B)(6) 2005; 5866-40m adaptor implanted: (B)(6) 2008; 5866-40m adaptor implanted: (B)(6) 2008.

Event description:
It was reported that the patient experienced chest pain and that there was chronically high rv (right ventricular) threshold. The rv lead remains in use. No further patient complications have been reported as a result of this event.